Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead tip was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that perforation and high capture threshold were observed. The lead was explanted and replaced. The patient condition was good after the event.